Manufacturer narrative:
H10: additional narratives. Updated b5, d1, d4, and d6 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 11 years, 1 month due to unknown reasons. The surgical valve was fractured and a 23mm transcatheter valve was implanted. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an edwards surgical aortic valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The surgical valve was fractured and a 9750tfx 23mm transcatheter valve was implanted. No other details were provided.